Event description:
It was reported that there was an overstimulation sensation. It was noted that the patient was feeling stimulation too strong. It was further reported that when the patient turns their stimulator on they feel like they are getting electrocuted or like they are going to explode. It was noted that this issue began ¿a few days¿ prior to the date of the report. The patient reportedly had some steroid injections for neuropathy in their leg and the stimulation issues started after that. At the time of the report that patient had their device off and at zero volts. No falls or trauma were reported. It was further reported that when the patient turns the device on at 0.0 volts they feel ¿a lot¿ of stimulation; and when they increase it feels like they are ¿going to dance.¿ it was noted that it was uncomfortable and it hurts. It was later reported that the patient felt a shocking or jolting sensation. It was noted that at the time of the report the patient¿s device was off and a zero volts with no programs present. When the patient would turn the device on it would provide a very unpleasant stimulation sensation. It was initially thought that it was the ¿plus¿ button on the programmer but this turned out not to be the issues whatsoever. It was later reported that the patient received assistance and their concerns were resolved. It was noted that the patient spoke with a manufacturer representative on (B)(6) 2014 and were walked through fixing the problem.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v409771, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v435228, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).